Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97740 programmer (B)(6) revealed that the telemetry board had liquid damage causing corrosion and no power, the back case was corroded, and the faceplate was scratched. All components were replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was having issues with their patient programmer and the issue began last week wednesday. Pt stated they couldn't turn their stimulator on or off or adjust their stimulation so the pt had to use their recharger to turn their stimulation off. Pt stated they bought new batteries and pt confirmed they used aaa alkaline batteries to power the programmer but even with the new batteries now the patient programmer didn't power on. Pt notified their manufacturer representative (rep) of the issue and their representative advised the pt to call patient services. Pt noted they had an appointment with their representative on the 1st and the pt noted they would see if the replacement patient programmer resolved the issue. A replacement programmer was sent out to the patient. No symptoms were reported.